Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a

Event description:
It was reported that "the anesthesiologist verifies tracheal cuff prior to use on the patient and a failure in the cuff is detected since a leak is verified, the device is changed for another double-lumen tube". No patient involvement.

Event description:
It was reported that "the anesthesiologist verifies tracheal cuff prior to use on the patient and a failure in the cuff is detected since a leak is verified, the device is changed for another double-lumen tube". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual sample was received. It was received in an open pouch for further evaluation. Visual inspection was conducted on the received sample and based on the inspection we did not find any abnormalities. The cuff pressure of the actual sample was inflated to 25mbar by using calibrated endotest. The bronchial blue cuff passed as it was able to maintain its pressure at 25 mbar. The tracheal clear cuff failed as it was not able to maintain its pressure at 25 mbar. Based on the outcome of the test conducted, it was observed that the clear cuff was unable to inflate while the blue cuff was able to inflate. The sample was then sent for water leak test and further observed the leakage of the clear cuff. The presence of bubbles was observed during the water leak test and cut mark was observed. The device history record for lot kme22e0454 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. Based on investigation, the defect mode on cuff leakage was matches with complainant report. The clear cuff could not inflate during inflation test and there are bubbles observed during water leak test due to cut mark which then observed using dino-lite camera. A 100% water leak test, along with visual inspections during inflation and deflation, was conducted during the manufacturing process in accordance with the standard production method. Any obvious defects as per returned sample that do not meet the quality assurance specification should have been detected and rejected, as they would fail all tests at the manufacturing site. Therefore, this defect could not be attributed to manufacturing issues. The event may have resulted from external force or excessive physical force exerted on it but the exact root cause remains undetermined. Teleflex will continue to monitor and trend for reports of this nature.